Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a complete image loss and image rippling. The issue occurred during a colonoscopy procedure, which was completed using a backup device. There were no reports of patient harm.